Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump was unresponsive. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin (B)(4) for evaluation. At sorin group (B)(4), the device was subjected to functional testing under normal operating conditions and electrical testing. No errors or deviations were encountered at any point during functional or electrical testing. The reported issue could not be reproduced. Without the ability to reproduce the issue, the root cause could not be confirmed. No further action is deemed necessary.